Manufacturer narrative:
(B)(4). Corrected data: patient code corrected to 2199. The customer returned various components including a guide wire, catheter, ars, needle and the product lidstock for evaluation. The guide wire was observed to have a one distinct kink towards the proximal end of the body. The distal j-bend was intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 78mm from the proximal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through the returned catheter, ars and needle to functionally check the guide wire. The guide wire passed through all components with minimum resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked towards the proximal end of the body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The spring wire guide was kinked.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The spring wire guide was kinked.